Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, UDI#: unknown the system was serviced in the field by a medtronic representative. The rep found the low door cap cover cracked and the hand switch cable fully stretched out. The rep replaced the hand switch. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this issue had been "giving issue on and off for the past few weeks."

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not taking images with the handswitch or footswitch. The local representative (rep) checked the key, dongle, and umbillical cable. The dongle seemed loose and was reseated. The system booted up with picture in picture (pip) - pip button unresolved. The rep rebooted again and system booted up into stand alone mode and with a very large distorted mobile viewing station (mvs) monitor. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05: loose dongle a090501: system not taking xrays a110201: distorted mvs monitor a110208: booted to picture in picture & rebooted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.